Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. A review of the event history log revealed error code 41541. Functional testing was able to duplicate the damaged remote dose connector problem and identified the device shows error 41541 due to a problem with latch/lock optic flex sensor. The dso sensor was also defective. The dso sensor, dso seal, and latch lock optic flex sensor were all replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connection was problematic. There was unknown patient involvement. Device analysis found a damaged downstream occlusion seal and that the device shows 41541 error due to a problem with latch/lock optic flex sensor.